Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Replacement parts are no longer available for the 9600 system. This system is end of life and was removed and replaced with a 9800 system.